Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a frayed pitch cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was not rotating/moving smoothly. A new peel pack instrument was opened. The procedure was completed with no reported injury. On 02-june-2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: monopolar curved scissor xi instrument not rotating/moving smoothly for surgeon.